Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter prefix: (B)(6). (B)(4).

Event description:
It was reported, the nurse found white foreign matter on the needle of bd intima-ii¿ closed IV catheter system. Found during use. No serious injury or medical intervention noted

Manufacturer narrative:
Investigation summary: samples were returned, and sent for decontamination. DHR: no related investigations on same lot#. Production on april 2017, automation line. 1#, no abnormalities associated with defects recorded. Actual sample received. Returned material showed reported defect. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Checked the batch records, and no related abnormal record of defect, test results meet the requirements. The white powder dissolved in hcfc, (silicone oil and hcfc compatible), which can determine the foreign body on the cannula tube lubrication and drying process used in the lubricating fluid 1502c precipitates, lubricating silicone oil composition. Intima ii product is to use the 1502c lubricant because it can form a dense layer on the surface of the cannula, so that the pain can be reduced in the puncture. According to the characteristics of silicone oil, the silicone oil in high temperature and humidity environment, there may be a little precipitate that is on the surface of the cannula that can be seen to see the white powder. Bd is located in the unites states of material laboratory of the product used by the silicone oil for standardized testing, the test results show that the silicone oil for the medical device products, lubricants are in line with relevant iso and FDA standards. Root cause: complaints about the residues described in the production process for the use of silicone oil. CAPA determination results: CAPA is not recommended at this time.